Event description:
I had essure put in, in 2011. Placement was confirmed and was told I was set. About 10 months later I was told I was 7 weeks pregnant. I had a miscarriage and I still have pain and issues with my period to this date. This product is a fail.